Manufacturer narrative:
(B)(4): review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the complaint condition for the 03.227.041 lot number 2481106 cannulated hexagonal screwdriver was likely caused by over six years of consistent use and the possible application of excessive torque; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 03.227.041 cannulated hexagonal screwdriver is an instrument routinely used in the 4.5mm and 6.5mm headless compression screws system. The device was returned and reported that the tip broke during surgery. This condition is confirmed; the distal tip of the driver ends in two points on opposing sides of the circumference of the shaft. The distal points angle downwards ending in valleys approximately ninety degrees around the circumference from the points which is indicative of a breakage due to twisting forces. It is likely that over six years of consistent use and the possible application of excessive torque have led to this complaint condition. The device was manufactured in june 2009 and is over six years old. The balance of the returned device shows some signs of wear but is in otherwise working condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. No non-conformance reports germane to the complaint condition were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. (B)(4) lot number unknown, UDI unavailable. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received.. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the cannulated hex screwdriver broke on (B)(6) 2015 as the surgeon was inserting a screw into the patient. The surgeon was able to use an alternate screwdriver and the surgery was successfully completed without any delays. This report is 1 of 1 for (B)(4).